Manufacturer narrative:
Siemens healthcare diagnostics inc. Dispatched a field service engineer (fse) to the customer site to investigate the cause of the carryover of blast cells with auer rods onto a normal patient slide on the advia autoslide system. The fse determined that the drop needle was aligned to the left of the rinse bowl, causing some blood to remain on the side of the rinse bowl and possibly causing the carryover to the next patient sample slide. The fse realigned the drop needle to the rinse bowl, ran slides with high blast cell counts followed by normal patient sample slides and no further carryover was observed. The cause of the event was the misaligned drop needle on the advia autoslide system. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the advia autoslide instrument carried over blast cells with auer rods onto a normal patient slide from a previous patient sample that had a 30,000 white blood cell (wbc) count and blast cells with auer rods. The incorrect morphology was not reported to the physician. It is unknown if the normal patient sample was repeated. There are no known reports of patient intervention or adverse health consequences due to the carryover of blast cells with auer rods onto a normal patient slide.